Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens of diopter -9.00 into the patients left eye (os) on (B)(6) 2024. The lens tore/broke during injection/delivery into the eye. There was patient contact but no patient injury. The lens was implanted and removed intraoperatively. On the same day a backup lens of the same parameters was implanted and the problem was resolved. Status of the eye: "doing very well". The reporter indicated the cause of the event was the user error and the device did not fail to perform as intended. Cause details provided: "lens was injected halfway into the eye, during remove with forceps piece of lens tore off".